Manufacturer narrative:
The investigation was just started. The result will be forwarded in a follow up report.

Event description:
It was reported that the anesthesia machine suddenly stopped functioning during operation. No injury was reported.

Manufacturer narrative:
The ufr was the only information for this case, the hospital did not involve the local dräger s&s organization into any follow-up measures. The contact person named in the ufr could not provide further information. Dräger derives the following: due to lack of information, the reported ventilator failure during use can neither be confirmed nor denied. The device responds to various conditions with a safety shut-down of automatic ventilation to protect the patient from potentially hazardous output, and these include also applicational aspects and not only technical reasons. For example, if the user applies pressure to the patient's chest (e.g. Due to repositioning) in a moment when the ventilator applies a breathing hub, the resulting transient rise in airway pressure may trigger a shut-down of automatic ventilation. The user reportedly power-cycled the device whereby automatic ventilation was restored - this may be an indicator for non-technical reasons of the ventilation stop. If automatic ventilation is stopped, the user is alerted to this condition by means of a corresponding alarm. Manual ventilation via the built-in breathing bag including gas dosage remains further possible, even when the device is completely shut off. The root cause for the reported event cannot be determined on the base of the available information. It is recommended to have the device checked by authorized personnel and to have it repaired if necessary.

Event description:
It was reported that the anesthesia machine suddenly stopped functioning during operation. No injury was reported.